Manufacturer narrative:
Our field svc engineer evaluated the injector involved with the reported event by conducting a performance eval. The performance eval is used to verify performance of the injector to mfg specs after an installation and for preventative maintenance tests. The procedure followed by the fse in performing the eval of the injector is documented in the optivantage injector svc manual, maintenance section 4.2. The fse eval verified that the injector was operating within the specified tolerances and that all safety warning messages were verified and operational. The conclusion from the eval is that the reported event is not attributable to the injector. Injector system returned to full svc by the customer.

Event description:
A male (unk age) ER pt having a CT abd/pel with contrast for pain. IV access was the left ac with an unk type of access device or size (placed by ER staff). A prefilled optiray 320, 100ml contrast syringe (unk lot and exp date) and prefilled saline (unk lot and exp date) syringe were loaded into the injector dual head faceplates. Syringe's connected by a coiled "y" tubing to an insyte needleless device to the IV access device. Injection protocol was set at 2ml/sec for 95ml contrast volume, and 2ml/sec for 20ml saline volume. Approx 115ml fluid extravasated. Pt did not complain of much pain. Site was treated with alternating warm and cold compresses and pt returned to the ER. Due to blistering at the site, pt was consulted by a plastic surgeon. CT dept contacted the pt on the next day, and pt stated that still not much pain and that site was resolving.